Manufacturer narrative:
Follow-up # 1 ¿ (12/03/2014). The patient¿s meter has been returned on 10/23/2014 and evaluated by lifescan product analysis on 11/21/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient¿s caregiver (reporter) contacted lifescan (lfs) alleging that the onetouch ultralink meter was giving an inaccurate high control reading. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2014. The patient reportedly obtained a control reading of ¿226 mg/dl¿ and the range for the vial of test strips he was using was ¿120-161 mg/dl¿. The patient manages his diabetes with insulin pump therapy. According to the csr¿s documentation, the patient did not make any changes to his diabetes management in response to the reported meter issue; a week after discovering the product issue, the patient reportedly experienced symptoms of feeling hungry, slowing down, and elevated pulse; the patient, however, denied receiving any form of medical intervention after the reported meter issue occurred. At the time of troubleshooting, the csr verified the products he was using at the time the alleged issue occurred were correct and within the expiry date and the csr noted the patient was using the proper testing technique per owner¿s booklet recommendation. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (12/23/2014). The patient¿s test strips and control solution have been returned on 11/17/2014 and 11/13/2014, respectively, and evaluated by lifescan product analysis on 12/15/2014 and 12/10/2014, respectively, with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. In addition, a secondary issue was noted where the test strips were found to have shelf life exceeded. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to be saturated by moisture and failed tga testing. The control solution was also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.